Event description:
A consumer reported receiving a numerical reading of 80mg/dl instead of 180mg/dl when their glucose monitor allegedly was missing the first segment of the readout. Subsequently, the consumer reportedly administered a reduced dose of insulin. There was no report of death or serious injury associated with this event.